Event description:
It was reported to philips that the system gave an alert indicating x-rays were not available, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform exposures. The rse reviewed the logfile and confirmed the tube error. The philips field service engineer (fse) visited onsite, reviewed the logs and upon functional testing, the fse found tube arching issue. To resolve the issue, the fse performed tube conditioning, tube adaption, tube yield calibrations and edl calibrations. After calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.